Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited two low flow alarms. It was also reported that the controller exhibited a loss of power and a pump start event. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. A review of the controller log files revealed two low flow alarms (medium priority a larm) logged on (B)(6) 2018 and (B)(6) 2018. This kind of alarm occurs if the patient's average flow drops below the alarm setting. The low flow alarm limit was set at 2.0 lpm; the average flow when the low flow alarms were triggered was recorded at 1.815 lpm and 1.899 lpm, respectively. Log file analysis also revealed a controller power up event logged on (B)(6) 2018 at 12:11:41, indicating a loss of power to the controller, which results in a continuous alarm. The data point prior to the controller power up, logged at 11:58:20, revealed that a controller ac adapter was connected to power port one (1) and bat301961 was connected to power port two (2) with 26% relative state of charge (rsoc). The data point recorded after the loss of power, logged at 12:12:17, revealed that bat314682 was connected to power port 1 and bat301961 was connected to power port 2. No anomalies were observed during the recorded controller power up. The controller was without power for 10 seconds. As a result, the reported low flow alarm and controller loss of power events were confirmed. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.